Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 144 mg/dl.